Event description:
Follow up conducted concluded that there have been no ipg system performance issues.

Event description:
The patient reported that something was ¿botched¿ when the implantable pulse generator (ipg) was replaced and they had to go in to the hospital again. The patient also stated they had welts around the implant area from time to time and inquired if the outer material of the ipgs had changed. The ipg remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2003 (B)(6). (B)(4).